Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A technical support specialist (tss) connected to the server, where the data synchronization process was found to be stalled. The required services were restarted to restore normal operation, followed by clearing the net tcp/ip services to ensure proper communication flow. Web pools were then restarted to refresh all application components and stabilize functionality and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicating and entered disconnected mode. An error icon indicating "disconnected mode" was displayed on the top of the screen on all devices, and each unit went into critical override. There were no delay or adverse events or injuries reported based on this event.